Event description:
It was reported that this right atrial (ra) lead was fracture. The lead was exhibiting pacing impedance high out of range. Technical services (ts) was consulted and explained a magnetic resonance imaging (MRI) was not recommended on a fracture lead. The lead remains in service. No adverse patient effects were reported.